Event description:
This procedure was performed in (B)(6). The balloon was inflated during the procedure, but could not deflate. The surgeon tried to remove it while it was still inflated. Evaluation of the received device indicate a complete circumferential tear of the balloon. No injury to the patient is reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been received. Should it become available, a supplemental report will be submitted.